Event description:
It was reported that the arctic sun device had low flow. Per additional information on 24jan2023, patient switched to different device. Device was sent to ondée multiserices for repair. Per sample evaluation results received on (B)(6) 2023, it was reported that the dirty fill tube also contributed to the reported issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. Per additional information on 24jan2023, patient switched to different device. Device was sent to ondée multiserices for repair. Per sample evaluation results received on 12apr2023, it was reported that the dirty fill tube also contributed to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be due to inadequate system maintenance. However, this cannot be confirmed. During evaluation, it was confirmed that the fill tube was dirty. Fill tube was replaced. The device underwent and passed testing after all repairs. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.